Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On 6/7/2023, it was reported by a sales representative via email that an ar-13280-35 and ar-13280-50 cancellous screw broke post-operative. This was discovered during a post-operation follow-up x-ray on (B)(6) 2023. The patient has complained of a sensation of instability but does not report a specific event or time frame in which the instability started. The implants are still in the patient, and revision surgery has not occurred yet. Additional information received on 6/8/2023: the original procedure occurred on (B)(6) 2022, and revision surgery occurred on (B)(6) 2023. Additional information received on 6/16/2023: during the revision surgery, an abs-3016 synthetic bone filler, an ar-13200st-17.5 tibial a/p sloped osteotomy plate, three ar-13370-4 osferion osteotomy wedge, an ar-13380-40 cortical screw, and an ar-13380-46 cortical screw were explanted along with the broken ar-13280-35 and ar-13280-50 cancellous screw. Both surgeries were performed at the same facility and by the same surgeon.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint allegation is confirmed. Based on the image submitted for evaluation from the field, it was noted that the distal tip of the screw was broken. Consequently, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.